Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare provider reported "implant ruptured while trying to put it in a patient" the device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, missing and crease flat. Leak test was performed and found broken on anterior. A microscopic analysis was performed which identify striated broken on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage.

Event description:
Healthcare provider reported "implant ruptured while trying to put it in a patient". Healthcare provider additionally reported "hole- non specific". The device was not implanted.